Manufacturer narrative:
See MDR 1920664-2010-00064 for the intraocular lens used with this delivery device.

Event description:
When the lens was implanted the front haptic crimped. The haptic caused a capsule tear requiring an anterior vitrectomy. The lens was removed and replaced.